Event description:
Boston scientific received information that the patient with implanted cardiac resynchronization therapy defibrillator (crt-d) complained of an allergic reaction which started on the breasts and moved near the device pocket down and to the top of the head. A boston scientific company representative confirmed that the device was made of titanium and rarely causes an allergic reaction. The patient was seen by the physician and no medication was prescribed. There was also no inflammation at the side of the permanent pacemaker. Additional information received that the patient was diagnosed by a dermatologist to have had an allergic reaction to metals particularly nickel. The patient was informed that the device can be coated for it to be hypoallergic. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicating that the patient was diagnosed by a dermatologist to have had an allergic reaction to metals particularly nickel. The patient was informed that the device can be coated for it to be hypoallergenic. The allergic reaction spread to the back and legs then to the rest of the body. The rashes started about 5 months after device implanted. Additional information further indicated that upon assessment of the externally-facing materials used in this crt-d, it was observed that there was no presence of nickel that may have come into direct contact with the patient's tissue or blood during normal product use. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).